Event description:
Same event as manufacturer's report #: 6000130-2007-00078. It was reported that during a ptca procedure, the tip of the mailman guidewire broke off and remains in the patient. The lesion being treated was located in the left exterior iliac artery. The procedure was completed with this device. The patient remained hospitalized overnight and was released the following day. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. If any additional relevant information is received, a supplemental MDR will be submitted.